Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting high pacing thresholds. It was also questioned if atrial events were in fact far field r-wave (ffrw) oversensing. The patient was to be brought in for testing and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the ra lead had exhibited a loss of capture. Atrial output was increased. It was also reported that there had in fact been no ffrw oversensing.